Manufacturer narrative:
Two opened probes were received, with a tip protector, in a tray, for the report. Sample 1: the sample was visually inspected and found to be nonconforming with body was detached from engine assembly. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. Sample 2: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples were found to be functionally conforming, therefore a cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation confirms the probe body from sample (one) 1 was detached from the rest of the assembly. How and when the detachment occurred cannot be determined, however a manufacturing related root cause cannot be ruled out. No action was taken as the returned probe was functionally conforming. However, a non-conformance record was initiated in order to investigate the root cause of the detached probe body of sample 1. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe could not cut before surgery. The surgery was completed on the same day after replacing the probe with another one. The procedure type was unknown. There was no patient impact.